Manufacturer narrative:
(B)(6). (B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the middle section was detached/separated. The suture string was not returned for analysis. No other issues with the device were noted. The reported event of stent coil detached was not confirmed. The stent was returned without the suture string and the stent shaft was detached, evident that the stent was manipulated. The failure found, (stent shaft separated/detached), is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral stent placement procedure in the ureter performed on (B)(6) 2020. According to the complainant, during unpacking, the stent coil was noted to be detached. The procedure was completed successfully with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was broken, therefore this event has been deemed an MDR reportable event.